Event description:
It was reported to boston scientific corporation that a advanix-naviflex stent delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, after successful deployment of the stent, the introducer broke off from the delivery device. Reportedly the introducer had to be retrieved, but it is unknown what was used to retrieve the component. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a advanix-naviflex stent delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, after successful deployment of the stent, the introducer broke off from the delivery device. Reportedly the introducer had to be retrieved, but it is unknown what was used to retrieve the component. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. The delivery system was returned with the guide catheter separate from the pull wire. The guide catheter was kinked near the distal end. A visual inspection found no damage to the push catheter or any other components of the delivery system. A functional examination found that the pull wire could be retracted and extended within the push catheter. The distal end of the push catheter was cut off to allow inspection of the distal end of the pull wire and cannula. No defects were found with the distal end or cannula of the push wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned incident device was consistent with the complaint that the catheter broke. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance.

Manufacturer narrative:
Component relates to the device for the reported event of catheter break the device has not been received for analysis. The complainant could not confirm whether the device is available for return and evaluation. If the device is received at a later date or any further relevant information is identified, a supplemental medwatch will be filed.